Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70, serial number: (B)(6), batch/lot number: 7076349, model/catalog description: infinion cx lead kit, 70cm, unique identifier (UDI) # (B)(4).

Event description:
It was reported the spinal cord stimulation (scs) patient wanted to have her entire system explanted since his current battery is causing her pain and discomfort sometimes when she leans back on a chair, she decided to move forward with upgraded versions. Post operatively the patient is doing great. Per facility policy the explanted device was disposed and will not be returned.